Manufacturer narrative:
The pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a protruded and loose drive support disk. The motor passed motor test. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a compromised force sensor system alarm from his insulin pump. The customer's blood glucose level was 167 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump's drive support cap was protruding. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).